Event description:
(B)(4) zoll territory manager (tm) called zoll customer support to report that wires were exposed on a (B)(6) male patient's electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the cable connecting the distribution node (dn) and rear therapy electrode was ripped from the dn. The root cause for the damaged cable was physical abuse. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.